Manufacturer narrative:
Per 9543 - final report. Additional information, including operative notes, medical history of the patient and if there is a link between the corin devices and the event, has not been communicated by the reporter. The appropriate devices details have been provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. The reported devices were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Infection is a known complication with any invasive surgery procedure and the incident rate is followed by performing trending on reported events. Based on the above, no further investigation can be conducted. Corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilt revision after approximatively 4 months and 2 weeks due to infection.

Manufacturer narrative:
(B)(4) - initial report. Additional information, including operative notes, medical history of the patient and if there is a link between the corin devices and the event, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilt revision after approximatively 4 months and 2 weeks due to infection.